Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. Pneumonia was found during hospitalization. The customer used food and was given intravenous fluids to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. It is unknown if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The caller stated the customer was a double amputee. The insulin pump will not be returned for analysis.